Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing with known good test accessories without duplicating the report. An internal inspection found no evidence of any burnt components and no popping sounds were heard during testing. The device was recertified and returned to the customer. No accessories were returned for evaluation. The device activity log does not have the capability to record the customer report and review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), a loud popping noise was heard and the device smoked. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.